Event description:
It was reported that interrogation revealed oversensing and noise on both the right ventricular and the atrial leads. The sensitivity was adjusted. Most of the noise was eliminated from the ventricular lead and somewhat minimized on the atrial lead. The leads will be monitored and both are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.